Event description:
An ICD check was performed and oversensing was observed. Impedances were within normal range however the threshold was high, above 2v. The physician advised the patient to explant the lead however the patient did not agree. It was decided to monitor the patient.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. As reported in the complaint text, the available data showed noise artefacts on the ff channel as well as on the rv channel which led to vf detection without shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.